Event description:
Patient presented to the ER after receiving inappropriate high voltage therapy. Chest x-ray revealed that the ventricular lead had dislodged. The patient was in atrial fibrillation, and the lead worked up into atrium and was sensing the afib signals. This caused a ventricular fibrillation and resulted in delivering a high voltage therapy. The lead was capped.

Manufacturer narrative:
No medwatch form was received.